Manufacturer narrative:
(See add'l scanned pages).

Event description:
Customer reported patient went into cardiac arrest during a case. Patient was reportedly resuscitated. Investigation/conclusion: ge healthcare was allowed to perform a limited checkout of the equipment. The checkout revealed a sizeable leak in the absorber. The customer reported that, the leak had been present for approximately one week prior to the alleged event, that the system displayed/alarmed it had a system leak, and that the customer made up for the leak by increasing the flows. The customer hired ecri to perform an independent investigation of the equipment. Ecri's investigation confirmed the presence of the leak (approx. 10 lpm). Cleaning the co2 absorber gaskets and the flow sensor module seals resolved the leak. A preoperative check of the equipment is designed to pick up such a leak condition. The unit alarmed 'system leak', notifying the user of the reported condition. The customer stated they do not perform any cleaning/maintenance of the equipment other than replacing the flow sensor on a quarterly basis.